Event description:
Prk eye surgery was performed on my eyes (B)(6) 2014.. The doctor never said a word to me before, during or after surgery. The aide that was assisting him prepped me for the surgery, then doctor a few minutes later started to laser my eye. He never said or informed me about a fixation light, neither did I see any fixation light. My previous lasik I had 20 some years prior had a fixation light which I was instructed to look at. That surgery was successful, the park that was done was because my eyes were getting a little nearsighted, maybe regression so I wanted a touch up. My vision is terrible and I'm having other eye difficulties. I'm not sure if the laser wasn't working properly or it's the doctor that ruined my eyes. I reported this laser, nidek ec5000 back but don't believe anything was done nor do I have access to the model number of device or any info on it like when and who last serviced it. I'd really would like to know. (B)(6) has been reported to (B)(6) because these are my eyes, at least there were not any more, and I don't take this negligence on somebody part lightly. Thank you.